Manufacturer narrative:
Concomitant devices: inflation device: medtronic; gw: runthrough; gc: jl4; bc: hiryu 2.5/15mm; sheath: terumo; stent: xience 3.0/28mm, cypher 3.0/23mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Information received from the affiliate states that the stent misaligned on the balloon of the cypher stent delivery system (sds). The patient's age was unknown, but was a male. The target lesion was the left anterior descending artery (lad). The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. There was no difficulty accessing the lesion with a guidewire. Pre-dilation with a balloon (hiryu 2.5mm/15mm) was conducted and then cypher select plus (complaint product: 3.0/33mm) was delivered to the target lesion, but the device would not cross the target lesion. Therefore 2 guide wires were inserted and then the sds was redelivered to the target lesion, the marker band was out of position at the distal end of the stent. The details of the stent misalignment were unknown. Therefore the physician stopped using the cypher select plus sds and a non-cordis stent (xience 3.0/28mm) was implanted at the target lesion using a total occlusion dilation catheter (dio) to support the delivery of the sds. After implant of the xience stent an additional stent (cypher select+ 3.0/23mm) was implanted proximal to the implanted xience, and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Information received from the affiliate states that the stent misaligned on the balloon of the cypher stent delivery system (sds) after failed attempts to cross the lesion. The product was removed and another stent was used to finish the procedure successfully. The patient's age was unknown, but was a male. The target lesion was the left anterior descending artery (lad). The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. There was no difficulty accessing the lesion with a guidewire. Pre-dilation with a balloon (hiryu 2.5 mm/15 mm) was conducted and then cypher select plus (complaint product: 3.0/33 mm) was delivered to the target lesion, but the device would not cross the target lesion. Therefore 2 guide wires were inserted and then the sds was redelivered to the target lesion, the marker band was out of position at the distal end of the stent. The details of the stent misalignment were unknown. Therefore the physician stopped using the cypher select plus sds and a non-cordis stent (xience 3.0/28 mm) was implanted at the target lesion using a total occlusion dilation catheter (dio) to support the delivery of the sds. After implant of the xience stent an additional stent (cypher select+ 3.0/23 mm) was implanted proximal to the implanted xience, and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was not returned for evaluation. Therefore, the complaint could not be confirmed and no extensive analysis could be performed to determine any manufacturing related factors that may have contributed to the reported event. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The resulting off-set / out of position failure of the stent on the balloon may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.